Manufacturer narrative:
Additional information provided in b.5., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the patient had vitreous prolapse, not caused by the iol. The patient was left aphakic and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the patient needed vitrectomy, the surgeon decided to remove and replace the lens in a secondary procedure with enlarged incision. Additional information has been requested.

Event description:
Additional information was received stating that the patient had vitreous prolapse, is a preexisting condition and the reported event was not caused by the iol. The patient was left aphakic and there was no patient harm. Hence no further reports will be submitted.

Manufacturer narrative:
Corrected information provided in b.5., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).